Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged statlock is confirmed; however, the exact cause is unknown. One photograph of a statlock device was returned for evaluation. An initial visual observation of the photograph showed a statlock device applied to a patient. Both sides of the foam pad of the statlock device in the returned photograph were observed to be damaged with portions of the pad apparently torn off and missing. While the foam pad of the statlock device was observed to be damaged, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer after the procedure, when changing the first dressing and removing the transparent film, the statlock is tearing. Ther was no harm to the patient, only requiring a new replacement statlock before the deadline. There was no need for medical or surgical intervention and no exposure of blood/chemotherapy to the mucous membranes.

Event description:
It was reported by the customer after the procedure, when changing the first dressing and removing the transparent film, the statlock is tearing. Ther was no harm to the patient, only requiring a new replacement statlock before the deadline. There was no need for medical or surgical intervention and no exposure of blood/chemotherapy to the mucous membranes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.